Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high pacing impedances. The thresholds and impedances were noted to have trended higher over the last month. The rv lead was capped and replaced. During the procedure, the replacement rv lead had high pacing impedances, high capture thresholds, and no current of injury on all ten placement attempts. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.